Event description:
Reporter alleged obtaining discrepant blood glucose results of 61 mg/dl back to back with a result of 355 mg/dl when tests were performed within 5 minutes of each other on the advantage system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device, and replacement product was sent.